Event description:
Additional information received on 9-dec-2022 via email and attached to complaint object: during testing and no patient involvement.

Manufacturer narrative:
Other, other text: b5: additional information, h6: event problem and evaluation codes: updates not required. H10: device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available., corrected data: d5: correction: operator of the device: unknown.

Manufacturer narrative:
Usi is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device is not heating. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional tests were performed. The customer reported problem was not related to a previous repair. Visual inspection found the device with only minor cosmetic blemishes and scratches. The printed circuit board (pcb) and drain fitting are old style components. There was no evidence of the reported error in the event history log (ehl). The reported problem was duplicated/verified during functional testing. The display read up to 19 degrees celsius only. The temperature did not change when the display was adjusted, confirming the customer complaint. The most probable cause was a faulty printed circuit board (pcb). No corrective action was taken. The device was deemed beyond economical repair due to the age and condition. Device will be scrapped. The root cause was unknown. The product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. Service history review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).